Event description:
It was reported the patient was having a revision due to a shocking sensation. The shocking started after they had their enterra device implanted. Nine days later, the patient was responding appropriately and receiving effective therapy.

Event description:
Additional information received from the reported that the reason the implantable neurostimulator (ins) was replaced was because the issue was with the leads.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# va0fcr2, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product typ:e lead. (B)(4).